Manufacturer narrative:
H6: investigation result - the revision reported was likely the result of polyethylene wear, loosening and osteolysis as stated in the operative notes. The aseptic (non-infected) loosening may have been the result of an insufficient bond between the implant and the bone and/or patient-related conditions. The prosthesis wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the reason for the reported loosening, osteolysis, and prosthesis wear could not be confirmed as the devices were not returned for evaluation, and images/radiographs were unable to be obtained.

Manufacturer narrative:
Concomitant medical products: serial #: (B)(6), category #: 200-02-35 - three peg patella 35mm. Serial #: (B)(6), category #: 02-010-01-0340 - logic femoral ps cem right sz 4. Serial #: (B)(6), category #: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. Pending investigation.

Event description:
Per a report from the legal department a 64 y/o male patient had a right knee replacement on (B)(6) 2014. Approximately 8 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report - (B)(6) 2022. Postoperative diagnosis: failed right total knee polyethylene due to recall with loose femoral component. There was visible evidence of polyethylene wear and a partially loose tibial component. Severe amount of osteolysis was found around the distal femur and proximal tibia. There was a severe synovial reaction throughout the entire knee and a complete synovectomy was performed. X-rays showed femoral loosening and osteolysis. The patient was awakened and transferred to recovery in stable condition with no complications.